Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cardiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the cardiere forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.